Event description:
It was reported that the burr was stuck on wire and a foreign object was present on the draft shaft. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon insertion, the burr got stuck on the wire. The device was pulled out separately without rotating. Consecutively, after device removal, it was found out that a foreign material was present in the drive shaft. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection showed body of the guidewire was kinked. Kink of the body was measured according to the drawing, rotawire, 18.1 in step taper, floppy, and the distance of the kink is the following 1-79 cm. A detailed microscope inspection revealed a spring tip bent and stretched. Based on the evidence, the as reported code of 'guidewire burr stuck on wire' can be confirmed.

Event description:
It was reported that the burr was stuck on wire and a foreign object was present on the draft shaft. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon insertion, the burr got stuck on the wire. The device was pulled out separately without rotating. Consecutively, after device removal, it was found out that a foreign material was present in the drive shaft. The procedure was completed with another of same device. No patient complications were reported.